Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the cardiac resynchronization therapy defibrillator (crt-d) was oversensing following left ventricular (lv) only pacing. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.